Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported via merlin.net transmission that the patient's right ventricular (rv) lead shocked the patient inappropriately. It was noted that oversensing in the rv lead led to the shock. No programming changes were made.